Event description:
The notes were received for review. On an eeg report, dated (B)(6) 2008 it mentions, "the patient has had an increase in nocturnal seizures between 2 and 5 per minute over the past 3-4 months." It is unknown the relationship of these seizures to their vns and if over their prevns baseline. Thus far no further information has been attained.

Manufacturer narrative:
Age at time of event: corrected data. Patient age corrected.

Event description:
Good faith attempts were made for the patient's explanted generator. It thus far has not been returned for analysis.